Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to reproduce the issue. The universal surgical manipulator (usm) needs to be replaced; however, the system is out of warranty and the customer refused to pay for repairs. The customer has disabled the usm and will continue using the system.

Event description:
It was reported that during a da vinci-assisted prostatectomy simple surgical procedure, the customer informed the intuitive surgical, inc. (Isi) technical support engineer (tse) they received error 319 on universal surgical manipulator (usm) 2. The tse recommended the customer perform a hard power cycle and change the usm position manually when the system was off. The customer followed instruction, but the issue remained. The customer used the other usms to perform the procedure. The procedure was completing as planned with no reported injury. Isi followed up with the initial and obtained the following additional information: the isi clinical sales representative (csr) informed the arm 3 was disabled to complete the procedure. There was no harm to the patient.